Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they have high blood glucose levels. Customer's blood glucose level has been over 400 for the last few days. Customer's blood glucose is currently 405 mg/dl. Customer advised that their blood glucose continues to rise and the only way they can bring it down is by manual injection. Troubleshooting was performed for high blood glucose levels. Customer was advised to change out their entire infusion set and follow up with their healthcare provider.